Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of emerge balloon catheter. The balloon was loosely folded. Microscopic inspection revealed a longitudinal tear in the balloon material, measuring 7mm in length. There was a kink in the hypotube, 24.5cm from the strain relief. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified posterior descending of right coronary artery (rca) and atrioventricular (av) of rca. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, on the first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.